Manufacturer narrative:
Device passed the displacement test, rewind, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. Device was unable to prime during prime test and alarmed motor error during the basic occlusion test due to loose/tilted drive support disk. The motor was tested outside of the unit and passed. Unable to perform the occlusion test, excessive no delivery and the delivery accuracy test due to prime anomaly. Device had cracked case at display window corner, missing address/serial number label, cracked reservoir tube lip and a missing end cap sticker. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2018 with blood glucose of 483 mg/dl. The customer's blood glucose at the time of incident was 483 mg/dl and current blood glucose was 188 mg/dl. The customer experience diabetes ketoacidosis symptoms as a result of high blood glucose. The customer had using the insulin pump system within 48 hours of reported high blood glucose. The customer was treated by bolus with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.